Event description:
It was reported via post approval clinical study, that the pt experienced overdose following pump replacement. The previous pump had been replaced due to battery depletion resulting in pt experiencing "withdrawal." The surgery was performed in 2006. At implant, a priming bolus was given over 12 minutes; it is unk, if the catheter had been aspirated or if the bolus was administered prior to connection to the catheter. The first postoperative day, the pt began to experience nausea and vomiting, sedation and was very lethargic. The pt's mother reported that the pt was "very weak and not using her extremities like she normally does." It is unk when the pt was discharged, but did not have any improvement in the lethargy, was experiencing "mental changes" and was readmitted five days later. The pt had been diagnosed with a urinary tract infection prior to having the procedure and was treated with levaquin beginning 2 days after surgery, but was stopped after two days secondary to nausea and vomiting. The pt was prescribed potassium replacement with improvement noted. The day after admission, interrogation revealed that the pt was receiving 1011.5 mcg/day and was decreased at that time to 849.3 mcg/day. The pt was discharged home with mother three days later in "good condition." The hcp has expressed concerns that the pt experienced overdose on the same dose she was receiving with the previous pump.